Event description:
An embolectomy catheter #3 was introduced into the anterior tibial artery. As the surgeon tried to pull the catheter out, the spring on the catheter tip came undone, and the balloon tip came off, resulting in retained foreign object inside vessel. Fluoroscopic imaging showed the retained balloon, however, the spring was not visible. It was believed that the tip was retrieved and went into the suction canister.